Manufacturer narrative:
Literature attachment: article title "impact of a successful percutaneous mitral paravalvular leak closure on long-term major clinical outcomes". Summarized patient outcomes/complications of successful percutaneous mitral paravalvular leak (pvl) closure were reported in a research article "impact of a successful percutaneous mitral paravalvular leak closure on long-term major clinical outcomes", in a subject population with multiple co-morbidities including diabetes mellitus, heart failure, hemolysis, transfusion requirement, chronic kidney disease, cerebrovascular disease, chronic obstructive pulmonary disease, coronary artery disease, atrial fibrillation, prior endocarditis, mechanical prosthesis, prior multiple sternotomies, and prior paravalvular repair surgery. Some of the complications reported were device embolization, pericardial effusion, surgical intervention, transfusion requirement (unexpected medical requirement), pseudoaneurysm, hematoma, arteriovenous fistula, transient ischemic attack, leaflet impingement (obstruction); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. There is no indication of a product quality issue with regards to manufacture design or labeling.na

Event description:
The article, "impact of a successful percutaneous mitral paravalvular leak closure on long-term major clinical outcomes", was reviewed. The article presented a retrospective, single center study to describe the impact of successful percutaneous mitral paravalvular leak (pvl) closure on long-term outcomes. Amplatzer vascular plug iii, amplatzer vascular plug ii, amplatzer vascular plug IV, amplatzer ductal occluder, ventricular septal defect occluder, and non-abbott coils. The article concluded that a successful reduction in pvl to mild or absent is associated with improved rates of all cause death, cardiovascular death and heart failure hospitalizations (hfh). [The primary and corresponding author was gerard martí aguasca, vall d¿hebron hospital, barcelona, passeig de la vall d'hebron, 119, 08035 barcelona, with corresponding email: drgmarti@googlemail.com] the time frame of the study was from january 2010 to october 2021. A total of 90 patients were included in this study, of which 97.3% received an abbott device. The average age was 72.5 years and the average gender was female. Comorbidities included diabetes mellitus, heart failure, hemolysis, transfusion requirement, chronic kidney disease, cerebrovascular disease, chronic obstructive pulmonary disease, coronary artery disease, atrial fibrillation, prior endocarditis, mechanical prosthesis, prior multiple sternotomies, and prior paravalvular repair surgery.